Manufacturer narrative:
(B)(4). Date sent: 11/23/2020. Additional information was requested and the following was received: what were the indications for surgery? Hartman closure. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Resident / medium experience by the guidance of the professor where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use / firing? No. What confirmation was received that the device completed the firing sequence? Green tick check, washer sound. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full turns. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? N/a. Were the donuts inspected? If so, please describe. Yes, round and complete with full thickness. Were there any issues noted with staple formation? If so, please describe the shape and location. No. Was the staple line visualized endoscopically during the initial surgical procedure? No, it was an open procedure. What were the findings at the 1st re-op? Almost 1 lt of liquid was observed. Suction & irrigation was performed. Was the patient leak tested at the 1st re-op? Yes, passed. What lead to the re-operation on the 13th day? Fever and abdominal distension. How was the leak identified? Visual inspection during 2nd reop. What was observed at the site of the leak upon reoperation? Fecal peritonitis and a hole of 1 cm diameter at 9 o clock of the anastomosis. What is the current patient status? Colostomy again and a fistula in the small bowel . Still in the surgical department.

Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure? What were the findings at the 1st re-op? Was the patient leak tested at the 1st re-op? What lead to the re-operation on the 13th day? How was the leak identified? What was observed at the site of the leak upon reoperation? What is the current patient status?

Event description:
It was reported, in a lap sigmoidectomy,( first surgery 10/09) the cdh29p was used for the anastomosis. There was no tension in the anastomosis, the blood supply was sufficient, and the leak test was passed. After the surgery, the 2nd-3rd post-operative day the patient raised fever and in the 7th day (17/09), the surgeon decided to proceed with a re-operation. They didn¿t notice anything abnormal in the anastomosis. In the 13th (23/09) day, they decided to re-operate again and there was a total failure in the anastomotic area, and it was closed by hand-suturing. The patient is recovering. Post-op experience: anastomotic leak.